Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that before use cardiosave intra aortic balloon pump had a black patch appeared in the lower left corner of the screen, making it invisible, no patient involvement.